Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Additional information from the importer report: associated MDR: 1018233-2013-00712.

Manufacturer narrative:
(B)(4). Additional information from the importer report: device name: avaulta biosynthetic support system. (B)(6).

Manufacturer narrative:
Exemption number: (B)(4). Medtronic is submitting this report on behalf of (B)(4) (importer) (B)(4) reference number: (B)(4). Uf/importer report number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced pain, suffering, disability and impairment, hesitancy, chronic cystitis, uti and voiding problems, sui, cystocele, rectocele, minimal vaginal prolapse, yeast vaginitis, pelvic organ prolapse, difficulty voiding, tissue protruding outside the vaginal canal, slow stream, cuff prolapse, incomplete bladder emptying and enterocele. Treatment and potentially related procedures include mesh revision.